Manufacturer narrative:
Date of event: used the first day of the month of the aware date as no exact date provided.

Event description:
It was reported that the patient had acute renal failure. An angiojet catheter was used for a thrombectomy procedure on a patient who had a thrombosed transjugular intrahepatic portosystemic shunt (tips). The device was ran for 90 seconds. The patient had an acute renal failure after the procedure. No further patient complications were reported and the patient is recovering.